Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this local representative contacted boston scientific's technical services (ts) on (B)(6) 2015. The local representative had interrogated this boxed device in order to input patient data prior to the implant procedure. The device was interrogated again in preparation for implant. With the device in the pocket, the device was interrogated and a red warning screen with the message that the device required immediate attention. It was confirmed that the warning was caused by a da error. The local representative was informed that this is a bitflip that can occur causing a temporary reset. It was discussed it was a benign error and patient therapy is not affected. Ts recommended that data from the device should be upload onto an sd card for analysis. Data from an sd card was received and analyzed by in-house engineering. The da error recorded in the firmware log occurred on (B)(6) 2015 at 16:03 (device time) and was automatically detected and corrected at that time. Boston scientific received information from the local representative tht this boxed device was implanted. The available information suggests that this device remains in-service.